Event description:
Customer reported he wanted to program his carbohydrates and the numbers kept scrolling up on the screen. He removed the battery for five to ten seconds and put the battery in. The device alarmed button error and customer was unable to clear the alarm. Customer's blood glucose was 254 mg/dl. Alarm and possible causes were explained to the customer. Customer reported he was outside and it started raining and the device might have gotten wet, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number scrolling was noted on the display. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.